Event description:
During an ercp procedure the physician used a cock endoscopy extraction basket. The specific type of basket used in the procedure was requested, but was unable to be provided by the reporter. The customer's order history indicates the basket used was either a web extraction basket, or a web ii memory double lumen extraction basket. The basket was advanced to the common bile duct. The 3cm stone was captured by the basket, but removal was not possible, due to the size of the stone. The stone became impacted with the basket. The basket drive wires were cut and the outer sheath was removed. Mechanical ilthotripsy of the stone was attempted, resulting in broken basket wires rear the handle end. A large sphincterotomy was performed at this time. The basket and stone were removed through the endoscope. The pt did not undergo an additional procedure due to this occurrence.